Event description:
It was reported that the patient underwent a stenting procedure to treat the target lesion in the heavily calcified mid to proximal left anterior descending (lad) coronary artery. The 2.5 x 28 mm xience xpedition stent delivery system was advanced into the patient anatomy to treat the target lesion in the mid lad. After much pushing and prodding, the device was unable to cross to the target lesion and was removed without difficulty. Additional pre-dilatation was performed and the device was re-inserted into the anatomy. The device was able to cross to the target lesion and an attempt was made to inflate the balloon; however, the balloon did not inflate, even though the inflation device held pressure. The device was removed without difficulty and the stent was noted to be on the delivery catheter balloon. A total of 4 stents were successfully implanted in this procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for inflation issue or physical resistance from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.